Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that when she tried to put insulin into the reservoir the insulin was squirting into it and then continued to drip. The patient's blood glucose at the time of incident is unknown. The reservoir and infusion set were returned for analysis and replacements of each product were shipped to the customer.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs and checked the o-rings/stopper groove for anomalies. None were found. Tested the reservoirs for leaks, and none were found.